Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the item has snapped and is unable to be used. Turning handle has broken off from the screw shaft during surgery. Surgery was prolonged about 20mins, patient was not harmed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the investigation shows that the instrument is badly damaged. The device is broken off at the welding joint between the shaft and the head piece. There are several hammer marks visible at the top of the head piece. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this complaint but due to the heavy wear and tear signs, this product was exposed to an excessive force influence while use and hence resulting in rupture at the welding joint. Therefore we can suppose that the instrument works correctly when distributed in may 2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the DHR indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate the product was manufactured to specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.